Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had developed a rash under the front right ECG electrode. The medical facility where the patient was staying applied a spray to the rash. Follow-up indicated that the rash was improving.